Event description:
Facility reports a patient death occurred in 2006. Chief quality officer states patient, patient was admitted into the hospital for chest pain and coronary artery bypass graft. Patient had an internal jugular catheter in his left neck and was in the telemetry unit post surgery when the continu-flo set separated at the y-site distal end. At that time there was no injury or intervention. The nurse who noticed the separation taped the set. The taped set separated a second time. The cardiac alarms went off and the nurse returned to the patient's room. The patient was non-responsive. The pulse rate was in the 40's and bp in unknown. Resuscitation and fluids were attempted without success. The patient expired. Cause of death is listed as exanguination.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 09 2007. A request for the return of the set has been made. Should the set be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.